Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2010-02170 for the other associated device information. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used during a gastric variceal banding performed on (B)(6), 2010. According to the complainant, during the procedure, they attempted to deploy a band and it would not deploy off the ligator head. They removed the first device and it was noticed that the band was twisted within the other bands and appeared to be melted on the ligator head. The second device was used and it prematurely deployed as they were advancing towards the site. It was reported that it was difficult but they used the second device to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The exact patient age is unknown however, it has been reported that the patient is over 18 years old. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2010-02170 for the other associated device information. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used during a gastric variceal banding performed on (B)(6), 2010. According to the complainant, during the procedure, they attempted to deploy a band and it would not deploy off the ligator head. They removed the first device and it was noticed that the band was twisted within the other bands and appeared to be melted on the ligator head. The second device was used and it prematurely deployed as they were advancing towards the site. It was reported that it was difficult but they used the second device to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual inspection of the handle found no issues. The trip wire was properly cinched into the handle slot. The trip wire was also wound around the drum, indicating the handle had been turned to deploy the bands. The deployment thread with seven knots was intact and attached to the distal end of the trip wire. A functional check of the handle found that the handle knob was able to turn to take up slacks and there was an audible click heard at each complete turn. A visual examination of the returned device found that seven partially deployed, split/cracked and twisted bands remained on the ligator head. Two of the seven bands were broken but attached. The teeth on the ligator head showed severe damage. The most probable root cause has been determined to be that the force applied to the teeth may have exceeded the design limitations. If the teeth become deformed, the teeth will allow the knot to be pulled from the ligator without deploying the band. Once one band is not properly deployed, the subsequent bands will not deploy properly. A review of the device history record (DHR) was performed; no anomalies were noted.